Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the explanted device was not returned to edwards for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Without return of the device, edwards is unable to conclusively determine the root cause for this event.

Manufacturer narrative:
Evaluation summary: customer report of aortic insufficiency cannot be confirmed due to condition of the valve. All three (3) leaflets were cut from the valve. Cut sections were not returned with the valve. Host tissue was minimal to moderate at the stent inflow and outflow. Host tissue was observed on the inflow aspect of the remaining section of a leaflet. (B)(4). The explanted device was returned to edwards for analysis. Due to the condition of the valve, edwards is unable to conclusively determine the root cause for this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that a patient underwent a valve explant after an implant duration of eleven (11) years, ten (10) months due to aortic insufficiency. The were no complications intra-operative and the patient was brought to the intensive care unit in critical but stable condition.